Event description:
The customer contacted physio-control to report that their device no longer provided any audio. As a result, the voice prompts instructing end users on how to use the AED were not available. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Corrected information: catalog number in the initial medwatch report indicates: 3202359. Catalog number of the initial medwatch report should indicate: 3200731. New/additional information for follow-up medwatch report: physio-control advised the customer that the device was not field serviceable and no longer under warranty. Physio recommended that the customer purchase a replacement device. The customer had originally told physio-control that she would release the device to physio for evaluation; however, after following up with the customer it does not appear that the device will be returned. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.